Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-oct-29 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's catheter was cracked and they started experiencing symptoms of nausea. The event occurred roughly four years ago (relative to the date of report). The issue was diagnosed via revision, and the pump and catheter were replaced (note: this conflicts with device records which indicate the pump and catheter were replaced in 2017 - two years ago). No further complications were reported or anticipated.